Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during a bolus. The blood glucose reading was 487 mg/dl and the customer treated with a manual injection. The blood glucose was brought down to 324 mg/dl. She stated that she had not been using the insulin pump for one day prior to the high blood glucose. The insulin pump passed the displacement test. The customer was able to rewind the insulin pump. She was advised to monitor the insulin pump and call back if the issue persisted. The insulin pump was not replaced or returned.